Manufacturer narrative:
Manufacturer's investigation conclusion: the report of superficial damage to the silicone jacket of the patient¿s driveline could not be confirmed through this evaluation as no images were submitted for review and the patient remains ongoing on ventricular assist device (vad) support. The submitted log file contained data from (B)(6) 2021. The pump operated above the low speed limit for the duration of the log file. There were no atypical pump related alarms and the log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported. Review of the device history records showed no deviations from manufacturing or qa specifications. The heartmate ii lvas instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The heartmate ii lvas patient handbook is currently available. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was doing well clinically but had multiple areas of rescue tape on their driveline. Log file analysis observed multiple no external power alarms while on the mobile power unit; these were caused by the power to the mpu being briefly interrupted. Related manufacturer's reference # for the mobile power unit: 2916596-2021-06988.